Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that the pen needle was difficult to operate and affected the management of patients blood sugar with a bd pen ndl 32g 4mm hp 100 box fr. The following information was provided by the initial reporter, translated from french to english: your new needles (4mm for my part) do not fit well into the skin, form subcutaneous boulents, in short insulin is injected very poorly and causes many problems in the management of blood sugar.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen needle was difficult to operate and affected the management of patients blood sugar with a bd pen ndl 32g 4mm hp 100 box fr. The following information was provided by the initial reporter, translated from (B)(6) to english: your new needles (4mm for my part) do not fit well into the skin, form subcutaneous boulents, in short insulin is injected very poorly and causes many problems in the management of blood sugar.